Event description:
It was reported the patient had one electrode on the lead which was non-functional. The patient did not have any symptoms. The patient was reprogrammed as an intervention. The event was considered ongoing.

Event description:
Additional information indicated the patient was programmed again in may 2015. No additional information was noted, if additional information on outcome is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v667643, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had greater than 4,000 impedance on contact 0. Interventions included reprogramming. Programming evaluation was completed on 2015-jan-12 and 2015-mar-19.